Event description:
It was reported that the device mis-classified a ventricular tachycardia (vt) episode that was in the monitor zone as supra ventricular tachycardia (svt). The clinician was concerned that if the episode was in the detection zone it should have been treated with therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: products 4193 implantable pacing lead 2006-(B)(6), 6947 implantable tachy lead 2009-(B)(6). (B)(4).